Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced an arrhythmia which was unclear whether supraventricular tachycardia (svt) or ventricular tachycardia (vt). Rhythmiq episodes appeared to be due to this patients premature ventricular contractions (pvc) that were being blanked by the atrial pace, causing a false slow interval. This patient received a total of nine possible inappropriate shocks and had several morphologies throughout the episodes. In one of the two episodes, therapy was exhausted. The rhythm would convert briefly and would reinstate. The rhythm was deemed uncorrelated in the wider rhythm. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient experienced possible rapid ventricular response (rvr) rather than vt, in which this ICD provided inappropriate anti-tachycardia pacing (atp) and a shock. Also noted was a low right ventricular (rv) lead intrinsic amplitude. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced an arrhythmia which was unclear whether supraventricular tachycardia (svt) or ventricular tachycardia (vt). Rhythmiq episodes appeared to be due to this patients premature ventricular contractions (pvc) that were being blanked by the atrial pace, causing a false slow interval. This patient received a total of nine possible inappropriate shocks and had several morphologies throughout the episodes. In one of the two episodes, therapy was exhausted. The rhythm would convert briefly and would reinstate. The rhythm was deemed uncorrelated in the wider rhythm. This ICD remains in service. No adverse patient effects were reported.